Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose was approximately 200 mg/dl. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for insulin therapy.